Event description:
Unknown continuous pelvic pain, now after having morcellated myomectomy surgery (B)(6) 2013 of a rapidly growing necrotic (no pre-nor perioperative biopsy done) fibroid while taking immune modulator medication x 6 years now. Pelvic mir with gad ((B)(6) 2014), lighting up as "metallic artifact" in surgical area, as per gato's article reports; ldh isoenzyme elevated 59% (malignant tumors possible). No one know what to do about problem.